Manufacturer narrative:
Associated medwatch-reports: 9610612-2020-00059, 9610612-2020-00060 (400464266 sw966), and 9610612-2020-00061 (400464267 sw996k). Manufacturing evaluation : up to now there is no product available for analysis. Batch history review : because the batch numbers are unknown up to now, a batch history review is not possible at this time. Conclusion and root cause : due to the circumstances we do not receive any devices for investigation and the lack of information it is not possible to determine a definitive conclusion and root cause for this failure. Rationale : because there are no products and only minor information available, a definitive root cause analysis is not possible. Following causes are possible: wrong system configuration selected by the user. Wrong implant size chosen by the user. End plate formed too strong by the user. Design layout unsuitable. Inadequate patient behaviour. Corrective action : according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Event description:
No update provided.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with activ l pe-inlay. According to the customer description: "a (B)(6) year old male weighing (B)(6) kg had a removal of activl artificial disc and replaced with 360 fusion". The original implantation had been performed on (B)(6) 2019. A revision surgery was necessary. Additional information has been requested. The adverse event is filed under (B)(4). Associated medwatch-reports: 9610612-2020-00059 ((B)(4) sw992k). 9610612-2020-00061 ((B)(4) sw996k).